Event description:
On (B)(6) 2017, the reporter (wife) for the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter had displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when medical surveillance specialist (mss) contacted the reporter. The reporter stated that the alleged issue started on (B)(6) 2017, afternoon. The reporter was unable unwilling to say how the patient manages his diabetes. The reporter denied that the patient made any change to his usual diabetes management routine as a result of the alleged error message. The reporter stated that on an unspecified time after the alleged product issue began the patient developed the symptoms of hypoglycaemia, shaky and light headed. The patient stated that the patient self-treated with some orange juice no other device was used to obtain a blood glucose result. At the time of troubleshooting the csr noted that the reporter was unable to walk through a re test. Therefore the issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.